Manufacturer narrative:
The device was returned for analysis. Analysis confirmed the reported event: ¿at rest/inactive and then turned on by itself.¿ the device was tested prior to repair. The pre-repair analysis indicated that the device had a broken cable. Device evaluation is not yet complete; completion of evaluation anticipated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative the footswitch was at rest/inactive and then turned on by itself. There was no patient impact.

Manufacturer narrative:
The device analysis was completed. Service and repair replaced the broken cable. The device was tested to all manufacturing product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirms that the footswitch "activate immediately when plugged in to the ipc".